Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have melted grip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following information was obtained: it was confirmed that the melted grip base was identified at reprocessing area. There was no report patient injury and arcing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.